Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The mitraclip clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage that occurred during grasping with the clip delivery system (cds 50206u109) and is considered a serious injury to the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, with a bi-leaflet prolapse. One mitraclip (41217u218) was implanted and the mr was reduced to 2. Another cds (50206u109) was prepared for use and advanced to the mitral valve leaflets. After leaflet grasping was performed, the mr was reduced to 1. While performing the final arm angle test, the posterior clip arm punctured a hole into the posterior leaflet and the mr increased to 3-4. Two more leaflet grasp attempts were performed in order to reduce the mr but the mr could not be reduced. The decision was made to remove the cds and the clip was not implanted. The procedure was aborted. The patient was confirmed to be clinically stable post-procedure. The mr remained at 3-4 with one clip implanted. The patient was discharged to home with conservative treatment only. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The patient effects of worsening mitral regurgitation (mr) and tissue damage are listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. It is likely that the mr grade was not able to reduce despite additional grasping attempts. Based on the information reviewed, the tissue damage resulting in increased mr was a result of procedural conditions while implanting the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.